Event description:
It was reported that the demo generator has a noisy fan. The issue was discovered when taking the unit out of the box for the first time. There was no patient involvement.

Manufacturer narrative:
(B)(4) - only year known, assumed 1st day of month (B)(6) that complaint was reported the generator was received in good condition. The lcd power cable was found to be routed into the front fan, causing the noise. The earth ground nut was missing the top nut.